Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that arm 2 became hyperextended and was disabled by the user. The site was in the middle of a power cycle when they contacted the intuitive tech support engineer (tse). The customer did not have the error code that was presented by the system. The system powered back on with no issue and the site continued with the case. The procedure was completed as planned with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed and replicated. The unit was tested on an in house system in normal mode with error 1126 pointing to the rolling loop fiber. The unit was tested on a pftp where it failed the fiber test on the rolling loop. A gold rolling loop fiber was installed and the unit passed the fiber test. Aba was performed to confirm the rolling loop fiber was the source of the error.